Event description:
It was reported that the reservoir of an infusor elastomeric device ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 13b018 was manufactured february 7, 2013-february 8, 2013. The device was recieved for evaluation. Visual inspection via the naked eye revealed that the bladder had ruptured. Microscopic testing revealed markings located on the exterior surface of the bladder that were observed near the rupture line. The problem was verified and a CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.